Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the fluency plus endovascular stent graft products that are cleared in the us. The pro code and 510 k number for the fluency plus endovascular stent graft products are identified in d2 and g5. H10: manufacturing review: a review of manufacturing records was not performed, as additional complaints have not been reported for this lot.based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the sample was returned for evaluation. Based on the investigation of the returned catheter sample, elongation was identified which indicated that high friction/ release force was present. The stent was completely deployed, and it was not known at what point and how the stent deployed. An indication for a manufacturing related issue could not be found. In this case the tracking vessel was not tortuous and the delivery system was flushed prior to use. A 9f introducer sheath was used which is not recommended based on the label. The device was used to treat right femoral aneurysm which represent an off-label use. The investigation is inconclusive for the reported issues. Based on the information available a definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling it was found that the instructions for use sufficiently address the potential risks. Regarding preparation of the device the instructions for use state that 'prior to loading the vascular system over a guide wire, both ports must be flushed with sterile saline (...). Flushing these lumens will also facilitate stent graft deployment.' Regarding the anatomy of the placement site the instructions for use states: 'prior to stent graft deployment (...), ensure that the proximal stent graft end is positioned in a straight section of the lumen to reduce the risk of increased deployment forces and possible failure to deploy.' In regards to accessories the instructions for use state: 'a super stiff guide wire (0.035 in.) Is advanced from a femoral artery puncture site. Use an introducer sheath for the implant procedure.', 'the catheter tip is tapered to accommodate a 0.035 in. Guide wire.', , the packaging labels indicate an introducer size of 10f. Instructions for use states: 'the safety and effectiveness of the device for use in the treatment of aneurysms and pseudoaneurysms have not been established.' H10: d4 (expiry date: 11/2022), g4 h11: b3, h6 (results, conclusion) h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. See h10.

Event description:
It was reported that during a stent placement procedure to treat aneurysm, the stent was not full opened and sheath was allegedly fractured. It was further reported that the system was flushed and the lesion was not calcified or tortuous. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer, and the evaluation is still pending. However, a photo is provided for a review. The investigation of the reported event is currently underway. (Expiry date: 11/2022).

Event description:
It was reported that during a stent placement procedure, the shaft section was allegedly break due to stent. There was no reported patient injury.